Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned resolution clip device found that the clip assembly was deployed and jammed onto the bushing. It was noted that the clip prongs were not locked into the capsule and the over sheath assembly was not returned with the device. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on an unknown date. There were no reported information regarding the nature of the device failure/defect no patient complications have been reported as a result of this event.   Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted. Investigation results revealed that the clip assembly mashed onto the bushing; therefore, this is now an MDR reportable event.